Manufacturer narrative:
The customer¿s report of at hole in the tubing was confirmed. During visual inspection of the set, it was noted that the small bore tubing had a slice cut approximately 3 inches away from the male luer adapter. The slice cut was measured to be 0.0745 inches long. Functional and pressure testing was performed and leaking was observed from the slice cut in the small bore tubing. No other anomalies were observed on the set. The cause of the reported hole was damage on the small bore tubing. The root cause of the damage was not determined.

Manufacturer narrative:
Concomitant product: ext tubing; 10012241-0500; bd 3ml normal saline; ref (B)(4) lot 508511b, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product returned with minimal information. Per note with product "hole in tubing." One used alaris® pump module administration set with an attached hospira 500 ml bag of normal saline received. No additional patient or event information provided.